Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hygpolycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of issue is an approximation. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2021. On (B)(6) 2021, the patient was in hypoglycemia with a bg level of 33 mg/dl, but the value on the cgm receiver was 102 mg/dl. The receiver indicated a low value 20 minutes later. The patient had white lips and was asking to eat. The parents gave the patient sugar to increase the bg. No medical intervention was reported. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available. Per medical review, this would constitute a serious adverse event as there was serious injury/medical intervention/permanent impairment.